Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was in the 400 mg/dl range. Reportedly, the customer changed the pump supplies to resolve the reported issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.